Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving compound baclofen 180mcg/ml at 71.95mcg/day and dilaudid 5mg/ml at 1.99mg/day via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient presented to the physician's office with pump alarming. The pump was interrogated and it was confirmed that the pump had a rotor stall. No environmental/external/patient factors were known that may have lead to the event. The patient was placed on oral medication to transition. The physicians' office indicated they were going to manage this patient with oral medications and evaluate how they did. If successful, they would not replace the patient's pump. On 2016-07-19 additional information was received. The logs revealed that a motor stall occurred on (B)(6) 2016 at 19:37 and recovered on (B)(6) 2016 at 07:28. Stall also occurred on (B)(6) 2016 at 18:30 and recovered on (B)(6) 2016 at 06:01. There was no known cause. The patient was at home. The patient had not had a recent MRI. The manufacturer representative had spoken with the physician. The plan was to reduce the patient's dose by 50% first and supplement with oral medication. Eventually to minimum rate before replacement. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.